Event description:
Patient revised for fx pelvis and loose cup.

Manufacturer narrative:
The reason for return was confirmed. The reported oversensing was caused by insulation abrasion on the is-1 connector leg at 5.0 cm from the connector pin due to friction with the ICD can. The lead exhibited normal electrical characteristics.